Manufacturer narrative:
State and postal code: (B)(6). A getinge field service engineer (fse) had performed a test to change the pcb, exec processor. After changing the machine can work. No more warning messages were found. Tested the machine's operation for about 2 days. Follow up on symptoms again. On (B)(6) 2023, visited and found the machine was turned off. Not sure if anyone has turned off the machine or not tested the machine's operation for about 2 days. Monitored the symptoms again on (B)(6) 2023. The machine still cannot work continuously. Performed a pcb replacement test. Solenoid control,rohs. Test the machine for about 2 days. Follow up on symptoms again on (B)(6) 2023. After testing the machine for about 4 days. The machine can work normally. No notification message found. Any warning. Remove the tested parts and put the original parts back. Make a bid for pcb, exec processor will come and replace it after approval. Make a bid for pcb, solenoid control, rohs will come to replace it after approval. On (B)(6) 2024, changed spare parts according to the contract. Pcb, exec processor 1 piece. Pcb ,solenoid control,rohs 1 piece. Found that after replacing the machine the message power-up test fails code # 10 did not appear, but found that the touchscreen would not press on performed an experiment to change the touchscreen and test the operation found that the machine was working normally. Test run for 1 night to follow up on results (B)(6) 2024 change parts according to the contract - pcb, exec processor 1 piece - pcb, solenoid control, rohs 1 piece, found that after changing the machine the message power-up test fails code # 10 did not appear, but found that the touchscreen did not press on. Tried changing the touchscreen and testing the work, found that the machine worked normally. Test run for 1 night to follow up on (B)(6) 2024 after leaving the test for 1 night, the machine can work normally. Remove the touchscreen and return it. Touchscreen price will be offered later. There was no involvement of the patient.

Event description:
It was reported that during preventive maintenance (pm) performed by a getinge service territory manager (stm) , the cardiosave intra-aortic balloon pump (iabp) unit has a power up test failure code #10. There was no patient involvement.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.